Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was unknown. The customer inserted other sensor absent of any issue. The customer confirmed that sensor signal was not found in that case and finally has to be removed. Customer realized that sensor cannula was missed. The customer was advised that sensor will be replace.